Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer had 23008 errors at power up. Customer had power cycled the system and disabled universal surgical manipulator (usm) 3; the error was still persistent. Customer explained that they would need all four usms for their procedure. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) went on site and replaced the universal surgical manipulator (usm) due to error 23008 and resolved the issue. This usm was returned for failure analysis, and the reported error was confirmed and replicated. In system logs, error 23008 was found indicating pot encoder error on the usm axis, and confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a testing platform where agc current was found to be failing on the axis. Once testing was completed, the yaw searchlight sensor was further tested and verified to be the source of the fault. The probable root cause is attributed to the yaw searchlight sensor assembly.